Event description:
The customer reported that the system displayed a 'cine disk not available' error upon boot up. This would prevent the cine function fro operating. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.